Manufacturer narrative:
The technician found the sidecomm board needed to be replaced. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in apr 22, 2011. It is unknown if the facility performed any other preventative maintenance on this bed. Baxter technical support provided the account the part number of the sidecomm board that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.

Event description:
It was reported that versacare frame (product code p3200d000122, serial number (B)(6)), had the bed exit alarm is not sending a signal to nurse's station. There was no patient/user injury, medical intervention, symptom, or adverse event reported.